Event description:
Following an atrial fibrillation procedure using therapy cool flex ablation catheter, a pericardial effusion occurred. The atria fibrillation ablation procedure was completed successfully with no issues. Twenty minutes later, an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed. The pericardial effusion completely resolved and the patient was discharged the following day in good condition. The physician believed the pericardial effusion occurred while ablating on the cavotricuspid isthmus. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.